Manufacturer narrative:
An event regarding dislocation involving an ace linr-e-poly high-36/54 implant was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the reported event indicated the dislocation was related to patient non-compliance however this cannot be confirmed without review of patient medical records. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient who had a left hip done by dr. On (B)(6) 2015 dislocated on (B)(6) 2015. Dr said it was due to noncompliance. Patient came in to (B)(6) friday (B)(6) 2015 to have dr do a closed reduction. Dr said the post op x-ray looked really good and after she reduced the hip it seemed stable.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient who had a left hip done by dr. (B)(6) on (B)(6) 2015 dislocated on (B)(6) 2015. Dr. (B)(6) said it was due to noncompliance. Patient came into (B)(6) hospital friday (B)(6) 2015 to have dr. (B)(6) do a closed reduction. Dr. (B)(6) said the post op x-ray looked really good and after she reduced the hip it seemed stable.